Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 on the power pcb assembly, having shorted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
Physio-control found a device labeled 'no power on' during a visit to the customer at their site for device maintenance. During device evaluation, physio observed that the device would not power on. There was no report of patient use being associated with the reported event.